Event description:
It was reported patient underwent open reduction internal fixation wrist procedure (B)(6) 2013. The surgeon implanted the plate and found the screw would not lock into the plate. When a second hole was attempted, the screw would not lock down. Another plate was inserted, surgeon could not lock the screw into the plate resulting in a delay to the procedure of thirty five minutes. A larger size plate was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01535 / 01536). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(4) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.